Manufacturer narrative:
Upon follow up it was reported, the constipation which led to peritonitis occurred ¿on an unreported date two weeks ago before peritonitis¿. Two days after the onset of the peritonitis the patient was recovered from the peritonitis, was doing well, fluid was clear and was discharged from the hospital. At the time of report, the patient was still taking remedial therapy. Dianeal and extraneal therapies were ongoing (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The day after the onset, the patient was admitted to the hospital for the peritonitis event. The cause of the peritonitis was due to constipation. On an unreported date the patient was treated with injection meropenam 1gm, injection vancomycin 1.5gm, and injection heparin 1000iu in 2ltr pd fluid (route and duration not reported). The patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.